Event description:
Complainant alleged that during biomed testing the device's display flickered and clinical data was unable to be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.